Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a lite glove. The customer reports that during pull over of the lite glove above the lite handle, the lite glove ripped. There was no patient in op room; no person injured. The tear was found during setup and a new glove was placed.

Manufacturer narrative:
The lot number was provided and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. Two pictures were provided for evaluation and the reported condition by the customer was confirmed. Sample analysis was performed using the pictures provided by the customer; it appears that the handle of the lite gloves are ripped. A corrective and preventative action (CAPA) has been opened to determine the root cause of this reported event. When root cause(s) is determined the appropriate actions will be taken to address the reported condition. If additional information is received this complaint will be reopened. This complaint will be used for tracking and trending purposes.